Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a combined report in error. It was reported that the adjustment knob on a unity femoral sizer had broken off the instrument. It was confirmed that this failure was due to the surgeon hitting the instrument with a mallet. The initial reporter to corin (B)(4) confirmed that this event did not adversely affect the patient and the surgery time was not extended as they had another one of the instruments sterile which they used instead. The device manufacturing records were retrieved and reviewed. Corin now considers this case closed. Should any new information come to light, this case will be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
It was reported that the adjustment knob of a unity femoral sizer instrument had broken off. The initial reporter to corin confirmed this failure was due to the surgeon hitting the instrument with the mallet.